Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval?: yes. D10: returned to manufacturer on: 6/7/2021. H6: investigation: bd received 6 samples (material: 364941 and lot: 9302050, lot: 8108657, lot: 1067467, lot: 9323754) for investigation. The samples were evaluated by visual examination and the indicated failure mode for cloudy appearance of the urine cups with the incident lot was observed. The normally clear plastic of the cup had a cloudy appearance, making it slightly opaque. Although the cloudy nature of the plastic was apparent, this defect would not affect the efficiency of the device, it is a purely cosmetic fault. Bd determined that the root cause of the indicated failure mode was attributed to water/moisture around the moulding tool involved. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. The product was sterilized within the specification.

Event description:
It was reported when using the bd vacutainer® urine collection cup device experienced foreign matter in tube; biological and non-biological. This event occurred 6 times. The following information was provided by the initial reporter. The customer stated: urine collection bottles for ecbu discovered "dirty". Stained plastic. On opening the jar, dust was found stuck to the inside wall. Fingerprints were visible on jars that should be sterile. The jars belong to different batches.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 9323754, medical device expiration date: 2021-11-30, device manufacture date: 2019-11-19. Medical device lot #: 9302050, medical device expiration date: 2021-10-31, device manufacture date: 2019-10-29. Medical device lot #: 8108657, medical device expiration date: 2020-04-30, device manufacture date: 2018-04-18. Medical device lot #: 1053699, medical device expiration date: 2023-02-28, device manufacture date: 2021-02-22. Medical device lot #: 1067467, medical device expiration date: 2023-03-31, device manufacture date: 2021-03-08. Medical device lot #: 1026746, medical device expiration date: 2023-01-31, device manufacture date: 2021-01-26. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed

Event description:
It was reported when using the bd vacutainer® urine collection cup device experienced foreign matter in tube; biological and non-biological. This event occurred 6 times. The following information was provided by the initial reporter. The customer stated: urine collection bottles for ecbu discovered "dirty". Stained plastic. On opening the jar, dust was found stuck to the inside wall. Fingerprints were visible on jars that should be sterile. The jars belong to different batches.